Event description:
It was reported that pump displayed malfunction alarm with malfunction code and related fault ID, and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction alarm appeared again, which customer acknowledged and understood.